Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device made a strange noise was not confirmed. Therefore, an assignable root cause for the reported condition of unexpected noise was not determined. However, during evaluation, it was determined that the device was frozen/would not move. The assignable root cause was determined to be traced to maintenance. UDI: (B)(4).

Event description:
It was reported by germany that during service and evaluation, it was determined that the chuck device had a seized bearing, was frozen/would not move, had illegible labeling etch and could not engage attachment. It was further determined that the device failed pretest for marking & labeling, check the handpiece coupling, check pins length of handpiece coupling, check for mechanical free movement and check general function in running mode. It was noted in the service order that the device was found to make a strange noise post-surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.